Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The physician and field representative have been notified. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.